Event description:
The customer observed the needle bellows not draining and a fluid leak of 10 ml from the needle of the coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/12/2015. The fse found a defective actuator for pinch valve, pv21, which did not open completely causing the needle bellows not to drain. He replaced the actuator for pv21 which fixed the leak. The repairs were verified per established service procedures. (B)(6).